Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with pacemaker system presented to a follow-up where a pocket infection was observed. The system was explanted. No additional adverse patient effects were reported.